Event description:
It was reported that the lead could not be implanted due the inability to remove the guidewire from the left ventricular (lv) lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.